Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 43 mg/dl at the time of incident. Customer declined the troubleshooting for low blood glucose. It was unknown that the auto mode for low blood glucose was activate or not. The insulin pump will not be returned for analysis.